Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the bottom case is cracked. The customer stated problem was not duplicated. Replaced damaged bottom case and the speaker for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information: a review of the event history log identified primary audible alarm background (bgnd) test.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.